Manufacturer narrative:
F/u report will be filed when eval is complete.

Event description:
It was reported that catheter "sheared off" at connection. Dr's opinion is that "hard ridges" of locking device sheared catheter. Catheter was surgically removed. Catheter had been in place since 2005.